Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 13-feb-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported via FDA medwatch / FDA user facility reports mw report mw5181046 the following information: "writer at bedside and cortrak was not flushing, cortrak was removed. Cortrak end not intact, 37cm of cortrak appears to still be in patient. Xcr (chest x-ray) obtained and confirmed; 37 cm of cortrak broke off in patient. Egd with percutaneous endoscopic gastrostomy tube placement and with removal of foreign body." Additional information received 11-feb-2026 noting "writer received phone call from... Stating cortrak is clogged. Writer at bedside and cortrak was not flushing, cortrak was removed. Cortrak end not intact, 37cm of cortrak appears to still be in patient. Xcr [chest x-ray] obtained and confirmed. [Physician] contacted and consulted gi [gastrointestinal]. [Patient] did not pass the remaining cortrak and was taken to endo[scopy] for removal. Patient expired on (B)(6) 2026 at 1725 went comfort measure/hospice." The patient was intubated at the time of the initial placement of tube. No atypical anatomy. No implanted medical devices...no patient harm as a result of this incident. Additionally, the device was initially placed on (B)(6) 2025 at 1150. The secondary confirmation was on (B)(6) 2025 at 1618. The incident was discovered at on (B)(6) 2025 at 0730. The device stylet did not perforate the tube or in any way lead to the reported issue.